Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not understanding speech since the last two months.

Event description:
The user is not understanding speech since the last two months. A date for re-implantation has not yet been made available.

Manufacturer narrative:
Additional information: based on the available information from the field, the reported increase in the ground path impedance is likely due to bone growth around the reference electrode. Reportedly the recipient is not benefiting from the implant system anymore. Re-implantation is suggested by clinical support.

Event description:
The user has not understood speech for the last two months. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the available information from the field, the reported increase in the ground path impedance is likely due to bone growth around the reference electrode. Reportedly the recipient is not benefitting from the implant system anymore. The concerned device was explanted but has not been received for investigation yet.